Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that there is damage to the insulin pump. Customer stated that there are cracks on the battery lid and lcd window display. Customer's blood glucose levels were not included in the report. Nothing further was reported.